Event description:
Event description cpi recieved information that a patient with an implantable defibrillation system experieinced an innappropriate shock in sinus rhythm. An invasive procedure was performed and the lead system was found to be coiled (twiddlers syndrome). The transvenous defibrillation lead was found to be fractured and was explanted.(model 125, sn 201620). A new lead was implanted (model 125, sn 311035).